Event description:
It was reported by the rep that the (1) tlh90 was used during a gastric bypass procedure. It was reported that the tlh90 was placed on the stomach and the surgeon tried to adjust the instrument into the green firing zone but could not. The surgeon tried and could not remove the stapler from the stomach. The surgeon disassembled the instrument and removed it from the stomach. The surgeon completed the case with another tlh90 and reload with the rep on the phone. The operating room time was extended by thirty minutes.